Manufacturer narrative:
A ge healthcare service rep inspected the anesthesia machine and noted that the vaporizer input tubing was disengaged from the input to the flowmeter. The service rep trimmed the tubing and reconnected. The unit was returned to service. No samples were returned to the mfg site for investigation. An investigation into the exact root cause of the reported complaint could not be determined without a sample.

Event description:
Prior to pt connection, customer reportedly noted there was no flow of gas from the common gas outlet.